Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance and complete loss of capture, possibly due to fracture. When the lead was disconnected from the implantable pulse generator (ipg) the insulation came off, externalizing the conductor. The lead was cut and the physician attempted to cap what was remaining but there was not a cap small enough. The lead was tied off with a suture and replaced with a new rv lead. No patient complications have been reported as a result of this event.